Manufacturer narrative:
(B)(4). Concomitant medical products: therapy date: unknown. Biomet interlok stem tibial component, catalog # 141513, lot # 357860. Vanguard ps tibial bearing, catalog # 185092, lot # 192510. Vanguard interlok femoral component, catalog # 183326, lot # 156230. Biomet porous finn stem, catalog # cp163826, lot # 784950. Vanguard post femoral augment, catalog # 184226, lot # 861350. Biomet tibial block, catalog # 141763, lot # 959760. Vanguard post femoral augment, catalog # 184246, lot # 258970. Vanguard distal femoral augment, catalog # 184266, lot # 677130. Vanguard distal femoral augment, catalog # 184286, lot # 677160. Biomet porous finn stem, catalog # cp163816, lot # 799930. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. The root cause of the reported issue is attributed to patient condition. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-00002, 0001825034-2019-00005, 0001825034-2019-00006, 0001825034-2019-05275, 0001825034-2019-05278, 0001825034-2019-05279, 0001825034-2019-05281, 0001825034-2019-05282, 0001825034-2019-05283, 0001825034-2019-05284.

Event description:
It was reported that the patient underwent an initial knee arthroplasty. Subsequently, the patient has developed an allergy. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.